Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1,400 syringe 5ml ll bns experienced scale marking issues. The following information was provided by the initial reporter: material no: 301027, batch no: 8238593. Event description states: printing voids, and illegible print. Ink is flaking off, and transferring.

Manufacturer narrative:
H.6. Investigation: DHR was reviewed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8238593 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.five photos were received and evaluated. One photo displayed a 1400-count label from batch 8238593 (B)(4). Two photos showed four loose syringes and a close-up of two loose syringes with missing and faded grad lines above the 4ml marking. Two photos showed one loose syringe with a similar missing scale defect and print being transferred from the syringe onto a surface. The surface appears to be a label, but it is unclear if there were any substances or chemicals on the surface.machine logs indicated there were marking issues during the manufacture of this batch. Physical samples are needed for a more thorough investigation.potential root cause for the missing print defect is associated with the marking process. If there is an ink build up at the manifold, it can inhibit the amount of ink being applied to the barrel. H3 other text : see h.10.

Event description:
It was reported that 1,400 syringe 5ml ll bns experienced scale marking issues. The following information was provided by the initial reporter: material no: 301027 batch no: 8238593. Event description states: printing voids, and illegible print. Ink is flaking off, and transferring.